Manufacturer narrative:
(B)(4). D10 medical devices: nexgen stemmed nonaugmentable tibial component option cr/ps/lps size 5 catalog#: 00598604701 lot#: 62934197. Articular surface regular constraint size green/c-h 10 mm height catalog#: 90597004010 lot#: 63211988. G2 foreign source: united kingdom. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately seven years post-implantation due to pain, loosening, and possible infection. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d9, g3, g6, h2, h3, h6, h10, and h11. Proposed component code: mechanical (g04) femur. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the returned implant identified signs of use (scratches). Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined for the loosening. A summary of the investigation has been sent to the complainant. Regarding the infection: during the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.